Event description:
It was reported the pt experienced a shocking or jolting sensation and intermittent stimulation. Therapy benefit was also intermittent. The symptoms began after the pt was hit by a car while on his scooter about 18 months ago. The shocking symptoms did not appear until 6-9 months after the accident. The shocking was felt at the pt's chin and then it moves into the jaw and then the collarbone area near the ins. The pt was seen in the clinic. No stimulation changes were noted with palpation or movement. The shocking was unpredictable and random in nature. Impedance measurements were normal though there was one pair (0-3) which was >2000 ohms with 16 ua. The device was programmed about two months ago to try to address the shocking but it was unsuccessful. An x-ray of the entire system was being considered. Additional info has been requested but was not available on the date of this report.